Manufacturer narrative:
Device was received with all buttons responding properly. Device passed the self test and the displacement test. The audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms, or pump error 63 alarms noted during testing. No pump error 63 alarms were found in the downloaded history files. No damage or moisture damage on keypad assembly and no unlocked electrical board keypad connector noted during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump button are not responding properly. Customer's blood glucose level was 120 mg/dl. Customer stated that numbers are ramping on their own. Customer stated the scroll bar was not moving with no input. Insulin pump was not exposed to a change in altitude. Customer stated the insulin pump was neither dropped nor exposed to moisture. Customer stated block mode was inactive. Customer states the button was not unresponsive during an easy bolus attempt. Customer reported that the after battery changed the buttons was not responding, needs to be pushed a lot of times. Customer reported that there was times in which she was not hearing the alerts, because audio options menu in the insulin pump was set to audio and vibrate. Customer reported that they did not hear beeps when audio volume settings were saved. Customer reported that they did not hear the differences between the two audio beep volumes. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.